Event description:
It was reported that the patient had their generator and lead replaced. Later information was received from the physician indicating the generator was replaced due to battery depletion, however the lead was replaced due to an infection. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Device history records were reviewed, the device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.